Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a blower stall (1122), and a blower temperature high (1134) alarm. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. During troubleshooting, the customer reported that when powering on the device with a test adapter, there was no output from the blower. The customer reported that the air inlet filter was fairly dirty, and the rear filter was missing. The cooling fan was reported as operational. The remote service engineer advised the customer to replace the blower assembly to correct the issue. The customer was provided with the part number for a replacement blower assembly.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the device was not in clinical use when the issue occurred. The customer also reported that the blower assembly was replaced, and the issue was resolved. The device was returned to service.